Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed there was a frayed and derailed grip close cable at the distal idler pulley. The frayed strands were sticking out at the instrument's wrist. Other cables at wrist were not damaged. The same grip close cable was derailed from the distal idler pulley. The grips could still open and close but movement may not be precise. Evidence not conclusive, but cable derailment was likely due to cable losing contact with pulley during wrist articulation. The derailment of cable likely contributed to the frayed cable. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the pulley on the mega suturecut needle driver instrument broke and fell off the track. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.